Event description:
The customer reported that she has had multiple motor error alarms since yesterday. The customer reported that her current blood glucose reading was 506 mg/dl, and she was spilling large ketones. The customer stated that she was going to the emergency room for assistance. Advised the customer to call back for troubleshooting once she has been treated in the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.